Event description:
After the lead was placed, the pacing thresholds were not satisfactory. The lead was repositioned with normal results. However, the screw on this lead was blocked and was impossible to unscrew even after using a new stylet.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. The statement of the physician in this case indicates that the fixation mechanism function was likely normal during the implantation attempt, since the physician was able to extend the helix during the initial placement. Since no abnormal function was demonstrated during the analysis, no conclusion can be drawn regarding the malfunction witnessed by the physician. Slight damage to the defibrillation coils was observed during the analysis.